Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation has been finalized. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed pressure transducer test failure has been caused by missing filters in patient cassette lid. The filters protects the pressure transducer and gas analyzer from contaminated gas and are connected to the sampling channels in the cassette when the patient cassette lid is closed. The filters with holders are designed as two complete units and must be replaced during preventive maintenance. The filters had been eliminated by the user because of the risk of covid 19 contamination. The root cause to the reported issue has been determined as service related issue. The device meet its specifications. The missing filters will be detected during system checkout and cannot occur during treatment. The correction of field #h8 usage of device and #h4 manufacture date were required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse. #h4 manufacture date: previous manufacture date: 06/04/2015. Corrected manufacture date: 06/08/2015.

Event description:
Manufacturer's reference #: (B)(4).